Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its station was unable to login. The customer reported there was a delay in dispensing medications to the patient and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access the station. A technical support specialist checked that the device was not assigned to any area. So, advised customer to assign the area for the device so that the users can log in. The system functioned as intended after the technical support specialist advised the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its station was unable to login. The customer reported there was a delay in dispensing medications to the patient and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.